Manufacturer narrative:
Device history record review: release to warehouse date: february 22, 2006 - supplier: (B)(4). A non-conformance report (ncr) was generated for various lot numbers (including lot 5171091) for subcomponent major diameter being undersized. This ncr for undersized major thread diameter is not relevant to this complaint for tip breaking because the bending strength of an external thread element would be a function of the size of the minor diameter, not the major diameter, since the minor diameter represents the worst case cross section in terms of bending strength. A material record report for one (1) out of forty-eight (48) pieces had incomplete anodize coverage. This one (1) piece was scrapped. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: the following devices were received in a broken condition: one (1) cannulated t8 stardrive screwdriver with quick coupling (part 03.226.004 / lot 2204605) ¿ tip broken. One (1) depth gauge for 2.0/2.4mm cortex screws (part 319.006 / lot 5171091) ¿ broken. A visual inspection, service history review and evaluation, device history review (DHR), drawing review, and functional test were performed as part of this investigation. Due to the limited information provided in the complaint, the definitive root cause of the complaint conditions could not be determined. The relevant product drawing was reviewed with no issues or discrepancies identified. Subsequent drawing revisions were not relevant to the complaint condition reported. The design was determined to be suitable for the intended use when employed and maintained as recommended. A device history review was performed for the returned instrument¿s lot number. The identified non-conformance is not relevant to the complained condition of ¿tip breakage.¿ the complaint was able to be confirmed as the device was returned in a broken condition. However, due to the limited information, the definitive root cause of the complaint condition could not be determined. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. No service history review can be performed as part number 319.006 with lot number(s) 5171091 is a lot/batch controlled item. The manufacture date of this item is february 22, 2006. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. The customer reported the item would not stay together. The repair technician reported the tip was broken. Tip broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during inventory check-up, several devices were found to have malfunctions. A cannulated screwdriver and a depth gauge have broken tips. There was no patient or procedure involvement. Concomitant devices reported: two screwdrivers (part and lot unknown) this is report 2 of 2 for (B)(4).